Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Materials#: 309597. Batch#: 2263232. It was reported by the customer that needles are dull and come off syringe when trying to inject medication. Needles blow off and medication leaks out causing patient to reattach needle and attempt to inject dose again. Verbatim: rcc received a complaint via email. Notification only for pr# 4308226 ¿ needle - blunt/dull. Bd syringe: plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch). Bd syringe lot number(s): 2263232. Takeda awareness date: 16 may 2024. Patient reports issues with injection syringe and getting full dose from vial. Needles are dull and come off syringe when trying to inject medication. Needles blow off and medication leaks out causing patient to reattach needle and attempt to inject dose again. Product: gattex . Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported . Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 309597, batch#: 2263232. It was reported that the bd syringe 1ml s/t w/ndl 26x5/8 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Notification only for (B)(4) ¿ needle - blunt/dull. Bd syringe: plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch). Bd syringe lot number(s): 2263232. Takeda awareness date: (B)(6) 2024. Patient reports issues with injection syringe and getting full dose from vial. Needles are dull and come off syringe when trying to inject medication. Needles blow off and medication leaks out causing patient to reattach needle and attempt to inject dose again. Product: gattex. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.